Manufacturer narrative:
Combination product: yes the complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Review of the angiographic material did not lead to any further information regarding the nature of the complaint since the actual complaint event is not visible. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2021 the patient was hospitalized due to manifestation of a severe right heart failure in connection with right ventricular dysfunction, cardiorenal syndrome and a history of a ostial stenosis at the iva trunk (anterior interventricular artery) which was treated with a des in 2012. After the attempt to treat the patient with medication it was decided to conduct a control angiogram on (B)(6) 2021 which revealed that an angioplasty was needed at the level of the iva. The orsiro drug-eluting stent system was selected to treat a in-stent restenosis in the proximal iva (90 percent). After pre-dilatation a unsuccessful attempted to pass the stent through the severe lesion was stopped. During the removal attempt the stent dislodged from the delivery system. Another device was used to retrieve the dislodged stent but before it was possible to pull it out, the patient became hemodynamic unstable with major hypotension and extreme bradycardia also requiring a cardiac massage. In the following night the patient developed ventricular rhythmic disorders and passed away.